Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, the issue was not reproduced. Monitoring of kbd communication during several aic start-up cycles did not reveal any irregularities. Nevertheless, due to the age of components that could be responsible for the communication failure (4-in-1 assembly, kbd assembly, ribbon cable), it had been recommended that all the above components be replaced to minimize chance of aic alarm re-occurring. Therefore, the root cause of the controller error was due to a defective component(s). The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) exhibited controller error alarm. No further information available. No report of patient involvement.